Event description:
The customer reported that the insulin pump was not delivering the correct amount of insulin, and his high blood glucose was high. The blood glucose reading at time of call was 223mg/dl. The customer experienced nausea and vomiting. Troubleshooting was performed, and the drive support cap appears to be normal. The time, date, basal rates, and bolus wizard settings were correct. Assisted the caller to run a manual prime test and the insulin did exit. Performed the high pressure test and passed. Instructed the customer to remove the cannula and it was not bent or occluded. The customer mentioned that he was wearing the insulin pump during an x-ray at the dentist office. The displacement test was completed and passed. The caller stated that over the past three to four days he has used four to five infusion sets due to the issues. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.